Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported broken keypad. Evaluation observed a damaged keypad, raised at line 3, caused by external influence. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a broken keypad. There was no patient involvement. No additional information is available.